Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-jan-2026. Investigation summary bd received one sample for investigation. Upon visual inspection of the sample and 100 retained samples, no issues were identified. Functional draw volume testing was performed on the returned sample along with 10 retained samples and all tubes were within specification limits. Complaints for sample quality are under statistical control for the month of november 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill and hemolysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was underfill in a tube. No patient impact reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. D.2. Medical device type: jka. D.3. Common device name: tubes, vials, systems, serum separators, blood collection.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was underfill in a tube. No patient impact reported.